Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during defibrillation threshold testing, the device went into back-up vvi mode. Patient was asymptomatic. Device download was successfully performed and restored to normal operation. Patient will be monitored with routine follow-up.